Event description:
It was reported that interrogation of this device identified it was in safety mode. A boston scientific technical services consultant instructed the physician to schedule device replacement at the patient's earliest convenience as the patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified it was in safety mode. A boston scientific technical services consultant instructed the physician to schedule device replacement at the patient's earliest convenience as the patient is not pacemaker dependent. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified it was in safety mode. A boston scientific technical services consultant instructed the physician to schedule device replacement at the patient's earliest convenience as the patient is not pacemaker dependent. No adverse patient effects were reported. It was reported that interrogation of this device identified it was in safety mode. A boston scientific technical services consultant instructed the physician to schedule device replacement at the patient's earliest convenience as the patient is not pacemaker dependent. Additional information noted that the device was replaced with a competitor device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.